Event description:
Customer reports, twice during the past two weeks the doctor has inflated the foley catheter and then was unable to deflate it. Both happened during radical prostatectomies. No pt injury occurred.